Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported refold (winged/bunched) balloon; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event - estimate the device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that a general statement was made about nc trek balloons having a plastic bubble [bunched] after deflation, which causes resistance during removal with other devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.